Manufacturer narrative:
The device was returned to olympus for evaluation and in addition the evaluation found the following: the air/water cylinder had no color, the suction cylinder had no color, the switch box had a scratch, due to a scratch on the distal end the water tightness was lost, the probe cover had a burn, the light guide lens had a crack and the connecting tube had a wrinkle. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope's air/water tube and air/water cylinder had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6, e2 and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the white-colored foreign material residing in the air/water cylinder and channel could not be determined. Therefore, the cause of the material remaining in the device could not be identified. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5: reprocessing the endoscope. Olympus will continue to monitor field performance for this device.